Manufacturer narrative:
(B)(4). One used force fx-cs generator was returned for evaluation. The investigation did not identify anything that would have caused or contributed to the customer's reported condition. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during a procedure where the forcefxcs generator was in use, the surgeon set a non-covidien handpiece down on the patient, resulting in a burn to the patient. The burn was described as 3-5mm long. The degree of the burn was not provided. The coag mode on the unit reportedly stayed active and an activation tone was sounding when the incident occurred. The generator settings at the time were at blend 40 and fulgurate 40.